Manufacturer narrative:
Result - breakaway head section.

Event description:
It was reported by service report that the breakaway head section was missing the clevis pins and retaining rings. No pt involvement or adverse consequences are reported.